Manufacturer narrative:
D4 - UDI no. - not yet required. The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted within 30 days of this report being sent. For this reason, evaluation code 11 was used in the conclusions section of h6. A review of the device history record and product release decision control sheet of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
It was reported to the company representative that during a right coronary cto procedure a finecross was used in conjunction with the coronary wire and the tip did not behave as it normally did upon removal and inspection it was noted that there was discoloration of the catheter and a hole in the distal segment. Another finecross was opened and the procedure was completed without incident. The patient was reported to be fine.

Manufacturer narrative:
The initial reported malfunction was determined not to be correct. Return sample evaluation by the manufacturing facility revealed the device had no fracture. Therefore, this report does not meet the criteria for adverse event reporting. However, because the initial report has already been submitted prior to the additional information being received, this report is being submitted as follow-up. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.